Manufacturer narrative:
The field service representative inspected the instrument and could not find any issues. There was no fibrin or clots in the sample. The sample probe voltage was 1.68 v, which was considerably below specifications. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause is a possible pipetting issue as indicated by the alarm messages in conjunction with the sample probe voltage issue. A pre-analytical issue could not be excluded.

Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer obtained a questionable low result for one patient sample using the elecsys pth immunoassay (pth) on the cobas 6000 e 601 module. All results are in units of pg/ml. It was unknown whether the results were released outside the laboratory. The initial result was 25.28. On (B)(6) 2017, an aliquot of the sample was repeated with result of 385.0. A third result of 412.4 was provided. It is unclear if this result was a rerun of the aliquot or from a different sample from the same patient. Clarification has been requested. There was no allegation that an adverse event occurred. The pth reagent lot number is 185000; the expiration date was not provided. Qc was acceptable before and after the event. The alarm log information showed "abnormal sample aspiration" and "abnormal probe sucking" alarms on the date of the event. Investigation activities are ongoing.

Manufacturer narrative:
The following is a correction to previously reported sample information: the third result of 412.4 was from an aliquot of the original sample.